Event description:
It was reported that intermittent cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.